Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter was tested and the complaint was not reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying an error 1 message. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began at approximately 2am, on the same day, she contacted lfs for assistance. She claimed that while she was attempting to test with the subject meter, she developed symptoms of "irritability and thirst" at the same time. The patient reportedly manages her diabetes with a sliding scale dose of novolog insulin through pump therapy and states she administered 10.2 units in response to her symptoms. At approximately 4:15pm, she tested with her back up meter and observed a value of "104mg/dl." At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. She did mention that the meter was dropped in water prior to it displaying the error 1. The issue was not resolved with troubleshooting and replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.